Manufacturer narrative:
Correction: block d4: lot # is updated from 0303298278 to 0303305944. Expiration date is updated from 26-sep-2026 to 05-oct-2026. Serial # is updated from (B)(6) to (B)(6). Unique identifier (UDI #) is updated from (B)(4) to (B)(4). Block h4: device manufacture date is updated from 26-sep-2024 to 05-oct-2024. Device evaluation: block h3: the visions pv .035 catheter was returned without the non-philips guidewire. Visual inspection of the catheter found a broken yellow microcable and portions of the inner member bunched up within the catheter shaft. During functional testing, the catheter failed the guidewire movement test due to resistance encountered. Block h6: the probable cause of the reported failure (removal as a system) is due to damage during use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .035 catheter was used for a diagnostic endovascular abdominal aortic aneurysm repair. During advancement, the catheter got stuck on the non-philips guidewire, making it impossible to push or retract; therefore, removed together as a system. A new visions catheter and guidewire were used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2: date of birth not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is china. Blocks h3 & h6: the visions pv .035 catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.